Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Medwatch field e3 occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results when testing with coaguchek inrange meter serial number (B)(4). At 8:48 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. At approximately 9-9:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. The patient's therapeutic range is 2.5 - 3.5 inr.